Event description:
Patient reported that he needed the pari plus nebulizer piece due to it being broken and air filter that was misplaced. Patient reported that his mouthpiece broke. Unknown if patient missed a dose. No adverse events reported. Unknown if patient has defective device on hand for possible return. No additional information reported. Reported to (B)(6) by: patient/caregiver.